Event description:
It was reported that the device was unable to be interrogated and the device was presumed to be at end of service. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional information: the device was received from an unknown source with no information. Evaluation summary: (B)(4) - the device was returned to the manufacturer and analyzed. The device experienced normal depletion and met expected longevity.